Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the expected reservoir volume at the visit was 4.8 ml. The volume filled and volume programmed at the previous visit was 40 ml. The cause of the volume discrepancy was not determined. The pump was still in use and they would monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (35 mg/ml at 13.75 mg/day), clonidine (0.25 mcg/ml at an unknown dose), and bupivacaine (10 mg/ml at an unknown dose) via an implanted pump. It was reported that the patient had been having some increased back pain for the past 2-3 weeks and when the patient came in for his pump refill visit on (B)(6) 2020 they got 3.7 ml more drug back than what they were expecting. At the visit, they increased the patient¿s daily dose 10% from 13.75 mg/day of dilaudid to 15.14 mg/day to see if it would help with his increased pain. There were no environmental factors that may have led or contributed to the issue. No diagnostics had yet been performed and no surgical intervention was planned. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide at this time.